Event description:
Bard 12fr 5cc ribbed balloon catheter found with additional catheter tip in the package. Ref# 0168l12, lot# nggu2314. Manufacturer response for catheter, bard 12fr 5cc ribbed balloon catheter (per site reporter) bard email received, responded with product details.